Manufacturer narrative:
Baxter received and evaluated the device. The reported condition was verified. The device was found out of specification in relation to the reported under infusion, which was reproduced during evaluation. The device was tested for flow accuracy at a rate of 40ml/hr and 125 ml/hr with results of 35.898ml (-10.26% accuracy error)and 110.549ml (-11.56% accuracy error) respectively. Both values are over 10% accuracy error and out of specification. A review of the event history log found an infusion programmed with the customer provided parameters on (B)(6) 2020. No abnormalities were observed in the ehl that would cause or contribute to the reported issue. Visual inspection found a bent torsion spring on the lower valve. It was determined that the gears and bearings require replacement, which would include replacement of the torsion springs, to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump under infused during testing which was performed following the instructions in the service manual. The rate was set at 40ml/hr with a volume to be infused of 20ml and the pump delivered approximately 18.5ml (which is an accuracy error of -7.5%). There was no patient involvement. No additional information is available.